Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported that the 4k camera head cable is broken. The problem was found during an unspecified event. There were no reports of patient harm.

Event description:
The customer reported that the 4k camera head cable is broken. The problem was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the phenomenon indicated by the customer was reproduced as stress boot damage on the connector side. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): regarding handling of the device (caution) ¿ each part of the camera head must not be subjected to strong force or impact. Inflicting strong force or impact on each part of the camera head may result in a breakdown of the device. - do not squeeze, pull, twist, rub the camera cable hard. Also do not bend the camera cable into a small arc whose diameter is 20 cm or smaller. - do not inflict strong impact on the camera head part and the video connector with the electrical contacts. ¿ when you bundle the camera cable, coil up without twisting it. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. When you straighten the cable, do not pull at it but slowly uncoil the loops. Pulling at the cable may break the device. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.

Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h4, h6 and h10. Correction to e1. The e1 facility address updated. E1 facility address pincode: (B)(6). The returned device was evaluated, and the user's request of ¿cable damage¿ could not be confirmed. However, the rubber protector boot next to the video connector is damaged. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. The most probable cause of the reported event is attributed to component failure. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: regarding handling of the device (caution) - each part of the camera head must not be subjected to strong force or impact. Inflicting strong force or impact on each part of the camera head may result in a breakdown of the device. - do not squeeze, pull, twist, rub the camera cable hard. Also do not bend the camera cable into a small arc whose diameter is 20 cm or smaller. - do not inflict strong impact on the camera head part and the video connector with the electrical contacts. - when you bundle the camera cable, coil up without twisting it. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. When you straighten the cable, do not pull at it but slowly uncoil the loops. Pulling at the cable may break the device. Olympus will continue to monitor field performance for this device.